Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump receive failure alert. Customer's blood glucose value was unknown at the time of the incident. Customer also stated insulin pump had unexplained no delivery alerts. The device will not be return for analysis.